Event description:
The ventilator was connected to the patient. The customer reports the ventilator began to smoke. There was no patient injury. The bio-med isolated the problem to the o2 module. Ventilator setting: vc, rate 14, peep 5, tv 700, trigger sen -2, o2 40%.